Manufacturer narrative:
The involved device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any obvious anomalies in the appearance of the device. The stent was not in place any longer as it had been placed in the patient. Magnifying inspection of the inner shaft where the stent had been crimped did not find any anomalies in the appearance. Magnifying inspection of the sliding part and the segment where the traction wires were fixed to the sliding part did not find any anomalies. The outside diameter of the sliding part was confirmed to meet manufacturing specifications. Electron microscopic inspection of the sliding part found some abrasions generated in the proximal direction at the distal tip. Simulation testing was conducted on a reserve misago device. The misago device was inserted into a sfa phantom vessel over the runthrough ph through the introducer sheath. A tie-band was applied to the phantom vessel to simulate a stenosed lesion and the sliding part of the misago trapped in the lesion. In this state, the thumbwheel was clicked in order to deploy the stent. At the 18th click, the stent started to shrink with forward movements of the inner shaft and the radiopaque markers on the delivery catheter by approximately 42mm from their original positions accompanied. A review of the device history and shipping inspection records of the involved product/lot# combination were conducted with no relevant findings. A review of the complaint history files confirmed no previous reports for the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that when the actual sample was inserted into the vessel, its sliding part became trapped resulting in shrinkage of the stent. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "failure to maintain a fixed delivery catheter position or constraining the delivery catheter during deployment may result in stent compression (shortening) or elongation." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a failure during deployment of the misago device. Follow up communication with the user facility confirmed the following information: the user attempted to use the misago stent in the femoral artery after a successful pre-dilation; while opening the stent, the physician noticed severe stent shrinkage to more than half of its length; and the patient was not harmed.